Event description:
Mynx device failed. Mynx went into the body and balloon was blown up. Doctor pulled back, pushed the green part of the device done and when he pulled back the sheath came and so did the plug. The white portion failed to appear and the plug appears to be stuck inside the device. This type of problem has been occurring at this facility for approximately 4 months. Multiple patients affected, but no permanent harm. The manufacturer has been notified and product has been returned. The cause of the problem has not been identified. Manufacturer response for mynx grip RMA (B)(4), mynx grip (per site reporter): we received the following letter: thank you for informing us of the issue which occurred with a mynxgrip and it has been entered into our system to further investigate this issue. Thank you for taking the time to report this complaint to us. Manufacturer response for mynx grip RMA (B)(4), mynx grip (per site reporter): we received the following letter: thank you for informing us of the issue which occurred with a mynxgrip and it has been entered into our system to further investigate this issue. Thank you for taking the time to report this complaint to us. Manufacturer response for mynx grip RMA (B)(4), (brand not provided) (per site reporter): we received the following letter: thank you for informing us of the issue which occurred with a mynxgrip and it has been entered into our system to further investigate this issue. Thank you for taking the time to report this complaint to us. Manufacturer response for mynx grip RMA (B)(4), mynx grip (per site reporter): we received the following letter: thank you for informing us of the issue which occurred with a mynxgrip and it has been entered into our system to further investigate this issue. Thank you for taking the time to report this complaint to us. Manufacturer response for mynx grip (B)(4), mynx grip (per site reporter): we received the following letter: thank you for informing us of the issue which occurred with a mynxgrip and it has been entered into our system to further investigate this issue. Thank you for taking the time to report this complaint to us. Manufacturer response for mynx grip RMA (B)(4), mynx grip (per site reporter): we received the following letter: thank you for informing us of the issue which occurred with a mynxgrip and it has been entered into our system to further investigate this issue. Thank you for taking the time to report this complaint to us.